Event description:
It was reported the catheters are being placed into the subclavian or jugular of pts in the cvor. The physician is having difficulty when he dilates the skin over the wire with the dilator in the kit. The dilator will "kink up/accordion" at the skin level or just below the skin and will not completely dilate the tissue. At which time, he is then opening a new tray for a new dilator and dilates a second time. This has occurred several times but they do not have an exact count. There have been no delays in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).